Event description:
Study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure the patient had a gastrointestinal (gi) reaction. The lesion being treated in the index procedure was a 2.5x15mm, 80% stenosed portion of the ramus intermedius artery. The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 2.50x16mm drug eluting stent. Post-procedure target lesion had 10% diameter stenosis with possibly thrombus present. There were no other reported complications. The patient was discharged the next day on aspirin and plavix. Two days after the implant procedure the patient had a mild gi reaction which was treated by medication. In the opinion of the physician the relationship of the gi hypersensitivity reaction to the taxus liberte' stent was unrelated. It was unknown whether the hypersensitivity reaction was related to anti-platelet medication or other potential sources. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.